Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On october 15th, 2024 getinge became aware of an issue with the aquadis 56-series washer disinfector with the model name: 56m. As it was stated, unseated panel emitted sparks during cleaning by a sales representative. This triggered the electrical breaker, cutting power to the device. It was found that the cover panel had become unseated, allowing the metal flange to come into contact with the washer's 480v transformer. We have not been informed about any injuries or delays in life-saving procedures as a result of this event. There is no information about any adverse outcome regarding the event, however we have decided to report the issue based on the potential of harm if the issue was to reoccur.

Manufacturer narrative:
On october 15th, 2024 getinge became aware of an issue with the aquadis 56-series washer disinfector with the model name: 56m with the serial number: (B)(6). The unit was manufactured on june 12, 2024, and installed on (B)(6) 2024. As it was stated, unseated panel emitted sparks during cleaning by a sales representative. This triggered the electrical breaker, cutting power to the device. It was found that the cover panel had become unseated, allowing the metal flange to come into contact with the washer's 480v transformer. We have not been informed about any injuries or delays in life-saving procedures as a result of this event. There is no information about any adverse outcome regarding the event, however we have decided to report the issue based on the potential of harm if the issue was to reoccur. The issue was investigated by the subject matter expert from the manufacturing site and the primary cause of the complaint was established as transportation-induced wear on the transformer's protective layer, leading to a short circuit. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. When the event occurred, the device was directly involved and not meet its specification. Upon the event occurrence the device was not being used for patient treatment. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).